Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after opening the package, when the statlock device paper backing was peeled off and the statlock was placed on targeted skin, the adhesion of the statlock was weak. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of weak statlock adhesion to the skin was inconclusive because the initial adhesion of half of the foam pad could not be assessed. The product returned for evaluation was one statlock PICC plus crescent foam catheter stabilization device. The paper backing was partially removed. The adhesive on the foam pad beneath the non-removed paper backing was comparable to that of a similar non-complainant device. Debris was observed adhered to the uncovered portion of the foam pad. The uncovered region exhibited reduced adhesion. Microscopic inspection of the foam pad was unremarkable. The covered region of adhesive pad appeared unremarkable; however, the original state of the uncovered region could not be assessed. Consequently this complaint is inconclusive at this time.

Event description:
It was reported that after opening the package, when the statlock device paper backing was peeled off and the statlock was placed on targeted skin, the adhesion of the statlock was weak. There was no reported patient involvement.